Event description:
An (B)(6) year old male presented in (B)(6) of 2014 with new-onset upper abdominal pain, elevated liver function studies, and jaundice. During this index hospitalization for a common bile duct stone eventually removed by endoscopy, an incidental 7.9 cm juxtarenal aneurysm was discovered on a computed tomography (CT) angiography. After discharge, the gentleman presented to vascular surgery clinic and ultimately decided in favor of a zenith fenestrated endovascular aortic repair (fevar) with bilateral icast renal artery stents (atrium, hudson, new hampshire) which was performed in (B)(6) of that same year. The first 15 months of follow-up after endovascular repair was uncomplicated in the setting of a stable residual sac. However, in (B)(6) of 2016, the patient presented to an outside hospital with a 2-week history of progressive melena and subjective fevers. His initial workup demonstrated a leukocytosis to 16 000 cells/dl, a computed tomographic angiography (cta) demonstrating free air in the residual sac, and leakage of oral contrast from the fourth portion of the duodenum into the perigraft space. The patient was started on broadspectrum antibiotics and optimized from a cardiopulmonary standpoint in anticipation of surgical intervention. The poor perioperative results associated with the required supraceliac cross-clamping and fenestrated graft explantation was discussed with the patient, especially given his age, and alternative treatments were proposed. The patient was adamant that he did not want to progress to hemodialysis. Ultimately, he decided to undergo a laparotomy and washout of the residual sac with lifelong suppressive antibiotics. No intraoperative aortic cross-clamping was required in this patient. A small rent was noted between the residual sac and the duodenum after the residual sac was opened longitudinally and repaired primarily. Draining tubes were left in the stomach and proximal to the small bowel defect; a feeding jejunostomy tube was placed distally. The residual sac was then copiously washed out with greater than 3l of bacitracin impregnated saline solution. After they were satisfied with the washout, they mobilized a tongue of omentum and wrapped it around the exposed endograft. The abdomen was copiously washed out again and closed in the usual fashion. Intraoperative cultures were polymicrobial but primarily consisted of pansensitive escherichia coli corresponding to e coli isolated from blood cultures before antibiotic initiation. A peripherally inserted central catheter (PICC) was placed for continued broad-spectrum IV antibiotics (ceftriaxone, micafungin, metronidazole) and total parenteral nutrition. He was transferred to the floor on postoperative day (pod) #1 and placed into subacute rehab on pod #9 tolerating goal enteral nutrition. Before discharge, the PICC thrombosed and his suppressive antibiotic regimen was changed to a regimen of cefixime and metronidazole per the treating physician's infectious disease colleagues. Two weeks after discharge, it was noted that his leukocytosis had declined to 10 400 cells/dl and he did not report any melena or fevers. Five weeks after discharge, they repeated a cta which did not demonstrate any signs infection in the residual sac, although there was some continued retroperitoneal inflammation. Four months later, the residual sac decreased by 1.1 cm and no evidence of any retroperitoneal inflammation was noted on cta. The patient was last seen in clinic in 23 months postprocedure, where it was noted he was asymptomatic, maintained blood counts without leukocytosis since hospital discharge, and had an aneurysm size of 4.4 cm without any evidence of infection. He was scheduled to return to clinic 1 year from that date.